Event description:
Additional programming data was received and analyzed. The data showed that on the most recent programming session, the battery indicator which was determined by the measured battery voltage was not consistent with what was expected based on the expected charge consumed estimated from the programmed settings. This discrepancy indicated that the generator battery depleted more quickly than anticipated. This was caused by the leakage paths caused by the laser routing process during manufacturing. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Report received that a generator had reached an unexpected battery indicator after 2.5 years of implant. A review of the device history record indicated that the generator was subject to the laser-routing process during manufacturing. This process has been shown to cause debris on the generator's pcb which can lead to excess current draw. This could potentially cause premature battery depletion. The data available from the programming history was only available to about a year after implant. The battery status was seen to be normal at that time. No surgical intervention has occurred to date and no additional relevant information

Event description:
Further information was received that the generator was replaced. The reason for replacement indicated on the implant card was battery depletion. The generator has not been received by the manufacturer to date.

Event description:
Further information was received that the generator was received by the manufacturer for analysis. Analysis has not been completed to date. No additional relevant information has been received.

Manufacturer narrative:
Initial report inadvertently used the incorrect event date. Initial report inadvertently used the incorrect patient age.

Event description:
Further information was received that product analysis of the generator was completed and approved. There were no surface anomalies seen in the visual inspection besides typical markings and discoloration seen with implant/explant. However, with the pulse generator opened, contaminates on the trimmed edge of the pcba were seen. The generator was found to be at pulse-disabled condition that could not be reset. Therefore, system diagnostics and a final electrical test could not performed. The measured battery voltage with the pcba attached to the battery confirmed the battery was depleted. The pcba was then subjected to a postburn electrical test which it failed. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pcba. After the trimmed edge of the pcba was cleaned, the tests were run again and were passed. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. The downloaded generator data was also reviewed. It showed that the measured battery voltage at the last automeasure was not consistent with the estimated charge consumed. No other anomalies were seen. No additional relevant information has been received to date.